Event description:
Information received notes that during a routine follow-up, changes were made to the sensor parameters only, but the final print-out displayed programming changes in the ventricular sense configuration. The patient was sent home but brought back because she was symptomatic. The incorrect settings were still observed. The device was reprogrammed and the patient was feeling better and sent home.